Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The high-resolution stereo viewer (hrsv) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the hrsv involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. A defect on the main board was noted. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, that one eye of the surgeon side console (ssc) went black. The issue had previously occurred and the field engineer swapped the right high resolution stereo viewer (hrsv) to the left hrsv. Now the issue appears to be occurring on the left hrsv. The customer stated that they have two consoles so they are completing the case as planned using the other console. The clinical sales representative (csr) contacted technical support and explained that the customer completed the case with one eye on the console. An update was requested on the repair status as the customer is concerned about the reported issue. Intuitive surgical, inc. (Isi) completed follow up and obtained the following information: the reported issue occurred during the case. The site proceeded with the case as planned with their other console as the operating room (or) staff did not want to troubleshoot with technical support. The system was checked prior to the case and no issues were identified.